Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left unruptured cav (cavernous) saccular aneurysm measuring 17.2mm x 6 mm. During the procedure, it was reported that two pipelines required the j wire technique to release them from their capture coils. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00346.